Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported the procedure was being performed in the neuro-ic. The catheter was being placed into the pt's right jugular vein. The spring wire guide was intact but when they removed the dilator they saw the wire was unraveled. They attempted to insert the catheter anyway with no success. The catheter and unraveled wire were removed intact and another kit was opened and used successfully. No surgical procedure was required. There was no delay in treatment and no pt death or complications reported.